Event description:
Customer reported that while being monitored on the panorama central station with spectrum bedside monitor, a pt had an asystole and there was no alarm for heart rate or asystole at the bedside monitor or at the central station. The pt later expired.

Manufacturer narrative:
Company rep evaluated both the panorama central station and spectrum monitor and found that all alarms were set to "off;" therefore, the central station and bedside monitor did not alarm for heart rate or asystole calls. PMA/510(k): (B)(4).